Event description:
Plaintiff alleges she has become sensitized to latex and may now no longer work as a pharmacy technician at any medical facility or for any medical health service or in private practice and is now subjected to increased health risks. In addition, as a result of this sensitization to latex, plaintiff is subject in the future to one or more anaphylactic reactions to latex products. As a result of this disease, has suffered substantial injury, pain and suffering as well as economic loss.